Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc concluded that the user's reprocessing was insufficient because the user had not replaced the water filter for more than two years, which reduced the water supply and caused the error e01. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing with the subject device, when starting to detect water leakage, it was found that the error e01 which indicated too long time to fill the basin with water occurred on the subject device, and that the water filter replacement had never been replaced since the last replacement on (B)(6) 2019. There was no report of patient injury associated with this event.